Event description:
A patient reported possible inaccurrate results with a surestep meter. In a back to back comparison, the surestep meter displayed blood glucose readings of 179mg/dl and 280mg/dl successively. Patient has reportedly used the same fingerstick for both readings. Patient did not experience any adverse events. Meter has been replaced. No allegations of harm have been made.